Event description:
It was reported that the reamer tip broke during reaming of the tibia canal. The reamer tip was successfully retrieved using the ball nose guide wire and another reamer was used. There was no impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product/provided pictures identified signs of use as well as wear and tear. There are scratches all along the shaft. There are also scratches to the proximal end and the hudson connector. The reamer head has fractured from the shaft as well with all pieces returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the tip of reamer has fractured off. No impact to patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). H6: proposed component annex g code: mechanical (g04) - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Updated: d4; d9; h2; h3; h4. This report is being sent as device was received and lot information was provided with returned device. The investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.